Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had a pop-up message device not configured to use. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing an unknown device, and the user was unable to log in. A field service engineer (fse) identified that the system shows offline mode in remote support service (rss). The fse collaborated with the customer and their it team to restore network connectivity. The issue was traced to the network cable being plugged into the communication port instead of the network port. After correcting this, the fse remotely accessed the station and worked with customer support care (csc) to identify that the problem was caused by a computer name change. The name was reverted to its original ld designation, and after a reboot, the station came online with the correct name. The customer was then able to log in without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had a pop-up message device not configured to use. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.